Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made to follow up for additional information; however, at the time of this report, additional information has not yet been received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.